Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient showed signs of hemolysis, evidenced by (B)(6) urine in the foley catheter and repeated hemolyzed laboratory results. No impella suction alarms were noted per nurse.